Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship does not exist between the patient's death due to a cardiac arrest and ccpd therapy utilizing the liberty select cycler. The cause of the patient's death can be attributed to declining health perpetuated by multiple comorbidities leading to an mi and cardiac arrest. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. A temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient's peritonitis can be attributed to non-adherence of aseptic technique during ccpd therapy at home. Lack of aseptic technique or touch contamination is the most common source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of an infectious microorganism that is part of the normal flora of human nares and skin. Considering these facts, the patient's peritonitis and mi leading to cardiac arrest and the patient's death are mutually exclusive and without a causal relationship; therefore, the liberty select cycler and liberty cycler set can be excluded as the source of the patient's peritonitis and death. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient's adverse events.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis and subsequently expired during this admission. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient's pd registered nurse, it was reported the patient experienced symptoms of abdominal pain, tremors and cloudy peritoneal effluent fluid on (B)(6) 2021. The patient presented to the emergency department on (B)(6) 2021 following the onset of these symptoms and was admitted to the hospital on the same day. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus aureus and a white blood cell (wbc) count of approximately 33,000/mm3. The patient was diagnosed with peritonitis due to a lack of aseptic technique during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler at home. It was reported the patient had increasing confusion which caused him to disregard aseptic technique during ccpd setup. This included not washing hands, not wearing a mask and having a pet in the room during pd therapy. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (doses, frequencies and durations for both antibiotics unknown). The patient was able to undergo ccpd on a hospital provider cycler (unknown brand and model) during this admission. The patient's condition deteriorated over the course of the hospitalization and on (B)(6) 2021, the patient experienced a myocardial infarction (mi) attributed to a history of coronary arterial disease (cad). As a result, the patient went into cardiac arrest and cardiopulmonary resuscitation was performed by hospital staff until a family member requested to stop all life saving measures. The patient was not connected to the cycler and did not undergo a pd treatment on or around the onset of mi leading to cardiac arrest and the patient's death. It was confirmed the patient's peritonitis, mi leading to cardiac arrest and the patient's death were not due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, there was no report of a causal relationship between the patient's peritonitis and death.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.